Manufacturer narrative:
The aquabeam handpiece was delivered at the headquarters location according to the tracking number; however, the device cannot be located post-receipt by procept personnel. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c00626 was conducted, which confirmed that there were two (2) non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformances. The handpiece passed final inspection prior to release for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. A root cause for the reported event could not be established as the handpiece was physically unavailable for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during the aquablation procedure after connecting the aquabeam handpiece to the aquabeam motorpack an "e22 - motorpack error" was generated by the aquabeam robotic system. A second handpiece was used to resolve the issue, but the error persisted. As a result, a third handpiece unit was used and the aquablation procedure was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.